Event description:
It was reported during an implant procedure on (B)(6) 2022, the patient's implantable cardioverter defibrillator (ICD) presented with unreliable bluetooth telemetry. The ICD function was normal but the lag time for connection was noticeable. The same ICD was implanted and the procedure finished as normal since the bluetooth was never fully interrupted. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.